Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova (B)(4) requested the defective part back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 system panel display took to long to populate and displayed an warning message during setup. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched onsite to investigate. The reported issue could be reproduced and confirmed. Several attempts and visits were made to solve the issue by replacing different parts and reflashing the firmware, but finally the issue was caused by a defective s5 sensor module bubble monitoring. The module was requested and returned to livanova (B)(4) for further investigation. Here the reported issue could be reproduced and confirmed and was caused by oxidation of 2 pins at the microcontroller on the board. Therefore oxidized soldering joints could be determined as root cause for the reported issue.

Event description:
See initial report.